Event description:
Medtronic received a report that the patient was undergoing treatment for aneurysm. It was noted that the patient's blood flow was xxx and vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that this dense mesh stent was used for aneurysm treatment, and the surgeon selected ped-500-25 for implantation. After adequate hydration, ped-500-25 was delivered into the phenom27 stent microcatheter. Upon reaching the distal anchoring position, deployment was attempted, but the tip of the dense mesh stent failed to open during deployment. Multiple attempts to increase and decrease tension were unsuccessful, and two retrieval attempts still failed to open it. Multiple push-pull maneuvers before deploying to the detachment marker point also failed to open it. Considering the intimal damage of the patient's blood vessel from multiple attempts, the stent was withdrawn. However, during withdrawal, the stent became stuck proximal to the phenom27 and could not be removed. Both the stent and the stent catheter were rendered unusable. The procedure was successfully completed after replacement of another ped and stent catheter phenom27. The angiographic effect was very good. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 5fnavien115 guide caheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (230455815); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.